Event description:
This is filed to report the suspected thrombus, tissue injury. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted in the center of a2/p2. To further reduce mr, a second clip was advanced. A 1mm fluttering structure was observed on the tip of the clip. Additional aspiration was needed. The clip was not implanted and was removed. Another clip was used and was implanted without issue on the medial side of the first clip. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: it is unknown if the fluttering structure is thrombus or tissue damage. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause of the reported thrombus or tissue injury cannot be determined. The reported thrombus or tissue injury as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.